Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the physician experienced difficulties in positioning the vlp. The vlp was fixated after three attempts, however, the device migrated but did not completely dislodge. This was confirmed via fluoroscopy. The vlp was retrieved and the physician attempted to reposition it, however, it was noted the helix stretched which was also confirmed via fluoroscopy. The vlp was replaced and a new vlp was used, however, this vlp exhibited similar issues and was also not used. A third vlp was successfully implanted. The patient was stable throughout the procedure.